Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic handpieces some times showed errors in their sensors which he suspects can be attributed to the autoclave process that causes the rubber ending near the cable to significantly heat up. Reporter was suspected that the handpiece was temperature sensitive. Patient and procedure details were not reported. Patient impact has not been provided. This complaint is pertaining to the first of two reports received from the initial reporter.